Event description:
During a device change-out, the physician noted an insulation anomaly between the rv and svc coil of the rv and svc coil. Externalized conductor was observed. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.